Event description:
It was reported that the left handle height adjustment knob fell out and is now missing.

Manufacturer narrative:
It was reported that the left handle height adjustment knob fell out and is now missing. Caller stated that the left handle height adjustment knob fell out and is now missing. Caller took the adjustment knob from the right side and placed it on the left side and stated that it would not tighten, just continued to spin. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.